Event description:
Four different battery powered nerve stimulators were opened and not one of them worked. All 4 were from separate lot numbers. All 4 were from same manufacturer --medtronic. All appeared to have a dead battery. These are sterile/disposable nerve stimulators that have either aa or aaa batteries housed in the handpiece. We suspect that they did not survive the anticipated shelf life. One due to expire jan 2011, one of them due to expire june 2011 and one in august of 2011 (one of them is unknown as the wrapper was not saved). A 5th stimulator was opened and worked fine.